Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a blower speed error. There was no patient involvement when the issue occurred. There was no patient or user harm reported. A philips remote service engineer (rse) noted that the device's pressure was set to 10. The rse reported that the blower revolutions per minute (rpm) equaled 9000 and was slowly climbing. The rse then noted that the pressure was set to zero, and flow was set to 140; the average air standard liter per minute (slpm) readout was 96, and the blower rpm was at 9000 and climbing (o2 not attached). The rse recommended replacing the blower assembly. The customer was then provided with the part number.

Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the blower was replaced, and the device was working properly. The device was able to pass preventative maintenance tests.